Event description:
It was reported that the patient's blood glucose level rose to greater than 250 mg/dl, while wearing the pod between 4 and 24 hours. The pod reportedly detached from the abdomen, causing the cannula to dislodge. As treatment, the patient was able to successfully apply a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula dislodged from the infusion site. We are unable to confirm or determine the root cause of the reported dislodged cannula and if it could have contributed to the reported hyperglycemia. Lot release was found to have met all acceptance criteria.